Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device (stt-gl-004/63lgr), used with the complaint receiver device, was returned on (B)(4) 2014. The returned complaint transmitter was visually inspected and the wing was broken off. Functional testing was performed and the reported fault could not be reproduced and test failed, confirming the reported event of a permanent out of range signal. The root cause was determined to be a damaged transmitter.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.